Manufacturer narrative:
The MFR's service rep performed an on site investigation. The service rep replaced the computer. The system was tested and is operating as intended.

Event description:
The customer reported that the entrak 2500 system failed to boot up. No pt injury was reported.